Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0421710v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient called for guidelines for therapeutic ultrasound. It was reviewed that it was contraindicated and should be done under no circumstances. The patient stated that they knew because their old leads are still in their body because of tight scar tissue. The patient stated that in 2003 or 2004 they were having therapeutic ultrasound done because the manufacturer's representative (rep) said it was ok to do. The rep told the patient that when the device was originally put in. The patient stated that they had a revision done shortly after the therapeutic ultrasound because the leads were shorting. No further complications were reported or anticipated.